Event description:
On (B)(6) 2013 at the (B)(6) hospital in (B)(6), it was reported that there was blood leakage at the outlet of the filter of the hemoconcentrator bc 20 plus from lot number 92116297. There was one other device from this lot reported to have the same problem which is being submitted in a separate medwatch report (8010762-2015-00647). (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Leak testing was performed on the returned sample by the manufacturer gambro and it was determined that the fibers were torn due to being exerted to either high fluid flow or pressure. The failure was not reproducible in the laboratory when pressure testing with normal treatment conditions was conducted on samples from a production lot. (B)(4).